Event description:
Clinical study. It was reported at the 2 year follow-up, that the pt had expired. The target lesion was a 2.25 mm, 95% stenosed, 15mm long lesion identified in the distal left circumflex (dist cx). The physician treated the lesion with pre-dilatation and placement of a 2.5 x 24 mm taxus express2 study stent. Residual stenosis was 0%. The pt was discharged the next day on aspirin and clopidogrel. At 490 days post index procedure the pt died. The site discovered the pt's death during a search of the social security death index. There was no autopsy and the cause of death is currently unk. In the opinion of the physician, the relationship of the death to the taxus stent is unk.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.